Manufacturer narrative:
Other, other text: additional information: b5 and h6( patient code).

Event description:
Additional information received indicated that there was no safety incident due to the malfunction.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarms not infusing was not confirmed in the event log as other alarms were revealed and during duplication of event this did not reveal alarm of not infusing, however when ran a motor check in mu mode. Ec41622 is a locked motor problem stemming from debris in the gears, a bad optical switch, or a seized motor. Inside this pump it was seen that there is some debris in the gears that could have previously stopped the motor but had been squeezed out. Debris was cause of event. Action was taken to remove debris from gears and once completed, pump ran normally and passed all functional testing.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 .

Event description:
Information received indicating that the cadd solis vip pump was alarming that it was not infusing. No adverse effects reported.